Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned; however, a photograph was provided for evaluation with no defects noted. A retained sample was gravity tested with no defects noted. The reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set had kinked tubing. This was noticed during priming. There was no patient involvement. No additional information is available.